Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing; the device failed system leak verification test. The device's muffler assembly was replaced to address the issue. The device was retested after repair and all tests passed. Additional findings not related to the malfunction/issue: the particulate and foam filters were replaced.